Event description:
It was reported that the implantable cardioverter defibrillator had reached end-of-life. During the routine replacement procedure, the shock impedance measured out-of-range at 170 ohms, though the values had been stable over the previous year. The physician elected to perform a maximum energy commanded shock, which resulted in the ICD triggering code 1005, indicative of an open circuit condition. It was then decided to perform defibrillation threshold testing. The patient was induced into ventricular fibrillation (vf) and a subsequent 41 joule shock failed to convert the rhythm and code 1005 was again displayed. The patient required external defibrillation. Both the ICD and rv lead were successfully replaced. The original rv lead was capped and remains in the patient. The measured shock impedance was normal at 60 ohms following the replacement procedure. No additional adverse patient effects were reported.